Event description:
Event description cpi received a follow-up form that stated that this ventak mini implantable cardioverter defibrillator (ICD) was oversensing when the patient inhaled. Cpi has had no response to requests for further information, and assumes the ICD remains implanted.